Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was broken/ missing purge disk retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a purge disc/flag issue, which was resolved by transferring to a different aic. No clinical details regarding patient condition were provided.